Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle, sub-q pierced through the cap and resulted in a contaminated needle stick. The doctor and patient were reported to have been tested for "any communicable diseases and are negative so far".

Event description:
It was reported that the bd precisionglide needle, sub-q pierced through the cap and resulted in a contaminated needle stick. The doctor and patient were reported to have been tested for "any communicable diseases and are negative so far".

Manufacturer narrative:
Two unopened needles were returned for evaluation. The returned samples are not bent, and are not protruding through the shield. The photo sample shows a bent needle protruding through the shield. The bent needle was caused when it struck bone during an injection. The needle stick occurred when the end user attempted to re-shield the bent needle. The point of the bent needle caught the wall of the shield, and penetrated it. It is recommended to follow cdc guidelines and not reshield used needles. Discard unshielded needles into a sharps container. If this is not possible, use a one handed, passive recapping technique, to cover the needle. Ensure that the needle shield is properly seated on the hub. Do not force the shield onto the needle, as the needle may penetrate the shield causing injury. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7059639 had ten visual inspections performed on 650 parts with zero defect or issues noted. No quality notifications were written for this batch, nor for the associated assembly.